Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent power and flow spikes while on ventricular assist device (vad) support. The patient remained clinically stable and did not report any additional symptoms. Data review identified speed reduction events on 27apr2026, which appeared to occur exclusively when the vad was connected to the mobile power unit (mpu). Based on prior experience, this type of event may be associated with potential issues involving the percutaneous driveline. To minimize the risk of further interruptions in support, it was recommended that the vad remain connected to battery power or to a patient cable and power module until further investigation was completed. Follow-up assessment indicated that no recent x-ray imaging was available, as prior imaging had not identified any abnormalities. Troubleshooting efforts included a home visit with visual inspection of the driveline and evaluation of the home electrical supply. Findings suggest a low likelihood of power source-related issues, including both the 14v batteries and mpu. Given the duration of support of approximately 8 years, there was a potential concern for driveline integrity degradation. While no definitive root cause has been confirmed, continued monitoring of the patient condition and driveline performance is recommended.